Event description:
Reporter alleged obtaining a discrepant blood glucose result of 395 mg/dl back to back with a result of 128 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated that she was feeling woozy prior to testing and she ate a lollipop, toast, and oatmeal. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.